Manufacturer narrative:
(B)(4). The device was discarded and no companion sample was available.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the set) that appeared on the homechoice (hc) unit during dwell 5 of 5. The home patient (hp) ended therapy and would finish with a manual exchange. The patient was advised to contact the nurse about missed therapy. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported. On (B)(6) 2010, a follow up call was made to the home patient's nurse and the home patient has been doing fine and able to continue therapy . Product surveillance spoke with the hp on (B)(6) 2010. The hp did not know the cause of the alarm. The hp has been doing fine and continuing therapy on the cycler as usual with no further issues.